Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough, extra floppy, guide cath: launcher al, 1.5, ebu 4.5. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the traveler rx instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the traveler rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the balloon interacting with the moderately tortuous, heavily calcified and 75% stenosed lesion resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 75% stenosed lesion located in the mid-right coronary artery. After being prepped without any issues, a 3.50x12mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance. The bdc inflated once for 20 seconds and ruptured at 20 atmospheres. The bdc was removed without resistance and was replaced with a non-abbott bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.